Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found capped 42.5 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The inspection showed several cuts into the insulation, a deformed conductor coil 31.5 and 25 cm proximal to the lead tip and a deformed lead tip. These damages probably occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
System was explanted and replaced with a leadless pm due to tee showing worsening tricuspid valve regurgitation since this rv lead was implanted. Should additional information be received, this file will be updated.

Event description:
System was explanted and replaced with a leadless pm due to tee showing worsening tricuspid valve regurgitation since this rv lead was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.